Event description:
It was reported that during implant the right ventricular (rv) lead was unable to pace at high output in multiple locations. There was also high impedance, and fracture was suspected. R waves were low, and resistance was felt by the physician when advancing the stylet. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The analyst commented that electrical test results passed and stylet insertion test results failed. There was resistance when inserting the stylet at a distance of 2.8cm. Visual analysis found dried blood in the is-1 connector pin and it was concluded that blood obstruction in lumen occurred. (B)(4).